Event description:
A customer reported an issue with inaccurate time settings on their pump, which required adjustment. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted by helping the caller update the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs. The caller understood the guidance provided.